Event description:
The complainant stated that the head section of the bed cannot be raised.

Manufacturer narrative:
The account isolated the issue to the head up valve. He replaced the head up valve to repair the bed.